Event description:
Patient underwent a MRI and has since reported that their device goes off 2-3 times a day which is causing them pain in their chest area. The generator was noted to be disabled prior to the MRI scan and then turned back on afterwards. It was noted that when the device was disabled the patient did not experience any discomfort. The patient then underwent a generator replacement due to the pain and the explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
H2 if follow-up, what type, corrected data: follow-up report #1 inadvertently left blank.

Event description:
The explanted generator was received into product analysis. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.999 volts, and the memory locations on the generator indicated that 49.967% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. There were no performance or any other type of adverse conditions found with the pulse generator, and the pulse generator performed according to functional specifications.